Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery. The 3.0 x 15 mm trek balloon catheter was advanced to the lesion without issue. An attempt was made to inflate the balloon, but the balloon would not inflate. The trek was removed and dye was injected . It was observed that the balloon could not be inflated. A new 3.0 x 15 mm trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.